Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor removal was not possible during the first attempt because the sensor could not be palpated. Both transmitter and ultrasound was used to localize it, but was not visible with naked eye. Another attempt was made to remove the sensor (date not provided) and was successful. Along with this sensor (sn: (B)(6) ), another sensor (sn: (B)(6) ) was also removed because of deviation in system performance due to sensor suspend alert. A new sensor (sn: (B)(6) ) was inserted on (B)(6) 2024 and the customer is currently using the system with up to date glucose information. The incident where sensor (sn: (B)(6) ) was removed due to deviation in system performance will be reported separately. This incident does not require any further investigation.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the old sensor could not be removed during removal procedure on (B)(6) 2024. The sensor was inserted on (B)(6) 2023.the hcp was unable to remove the sensor. As per the information received by senseonics, the sensor was not palpable. Both transmitter and ultrasound was used to localize it, but was not visible with naked eye.another removal attempt was performed and the sensor removal was successful.